Event description:
It was reported that customer received a minimum fill notification while attempting to load a new insulin cartridge into pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove pump from case, clean pneumatic tap area, and reload same cartridge, and when issue persisted, technical support guided customer through properly filling and loading new cartridge, after which customer successfully loaded cartridge and resumed insulin delivery.